Manufacturer narrative:
A visual examination of the complaint device revealed that the balloon was folded. A kinked was also noted on the shaft of the device near the balloon hub. Functional analysis was performed by connecting the device to the alliance inflation system. The balloon was inflated and deflated without problem and no leaks were observed. The complaint investigation indicates that the complaint is associated with a product that meets the design and manufacturing but due to anatomical/procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a gastroscopy procedure performed on an unknown date. According to the complainant, during the procedure, the distal end of the catheter was twisted. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a gastroscopy procedure performed on an unknown date. According to the complainant, during the procedure, the distal end of the catheter was twisted. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.